Event description:
An aus device was implanted on 2/27/96. The balloon was revised on 3/31/97. The balloon was removed from the pt and replaced on 5/23/97 due to pt dissatifaction-personal appearance.